Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported experiencing multiple syncopal events. The patient was seen by their physician for a device check as well as a tilt table test. The local area field representative reported the patients last device check had no abnormalities with 100 percent pacing in both the right ventricle and left ventricle. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.